Event description:
A report was received that the patient had a non-device related fall. The patient was having pain at the ipg site and difficulty charging her ipg. The patient underwent an explant re-implant procedure wherein the physician elected to replace the leads and ipg. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional information was received that the pocket pain was felt whether the stimulation was on or off. The pain at the pocket site and the charging issues were caused by the non-device related fall.

Event description:
A report was received that the patient had a non-device related fall. The patient was having pain at the ipg site and difficulty charging her ipg. The patient underwent an explant re-implant procedure wherein the physician elected to replace the leads and ipg. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm, model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.